Manufacturer narrative:
Analysis was performed on the returned device. The reported "the plunger came out preventing deployment' was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy, inability to maintain position/stability of the device during deployment or needle /suture pulled beyond point of tautness contributed to the reported, the plunger came out preventing deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure via a 9f sheath. Reportedly, as the foot was opened, the plunger came out preventing deployment. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.